Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functioned properly. The no delivery alarm functioned properly during the basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensory resistor. Failure analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had an absence of no delivery alarms. Customer stated their blood glucose rose from 145 mg/dl to 400 mg/dl after eating dinner and treating with a bolus. The customer stated the bolus was ineffective with lowering their blood glucose. The customer also reported the insulin pump passed a self-test during troubleshooting. The customer declined to troubleshoot for their high. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.